Manufacturer narrative:
The initial reporter address is (B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when strangulating the target polyp, the physician tried to close the device slowly, but it was unable to strangulate and the physician experienced difficulty with closing the snare. When gripping with a lot of force, an unusual sound was heard and the snare loop suddenly retracted so the target polyp was suddenly resected. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block e1: the initial reporter address is (B)(6). Block h6: problem code 2949 captures the reportable event of snare loop suddenly retracted. Bloch h10: product investigation one cold snare was received for analysis. The device did not have any defective condition. Functional evaluation of the returned device found that the device was tested in the 10-inch loop fixture and it was able to extend completely and retract without issues. A risk review was completed using the polypectomy snares risk management workbook and confirmed that the event of loop failure to extend and loop retracted suddenly/unexpectedly were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Taking into consideration the evaluation conducted and the details of the complaint, this product investigation was assigned the most probable cause classification of no problem detected. This code was selected as the most probable complaint cause based on the information available. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and functional tests. Based on the event description and analysis of the returned device, the alleged complaint could not be confirmed as no issues were noted with the device testing during device analysis. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. Block h11: block g3 has been updated.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a polypectomy procedure performed on(B)(6), 2020. According to the complainant, during the procedure, when strangulating the target polyp, the physician tried to close the device slowly, but it was unable to strangulate and the physician experienced difficulty with closing the snare. When gripping with a lot of force, an unsual sound was heard and the snare loop suddenly retracted so the target polyp was suddenly resected. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.